Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set fell off events during use on (B)(6) 2024. The set was in use for about 24 hours. Patient replaced infusion set and resumed insulin successfully. No further information available.